Event description:
"The plate on the right side is off of the luminant localizer. The staff had to remove the skull pin from pt's head to change into (B)(4) product. Meanwhile it makes the twice injuries on pts. This problem is very serious and will make an adverse influence for coming activities." The pt received a local anesthesia for lesioning by using a radiofrequency electrode for a mental disorder. There was no delay in the procedure as they had the leksell as a back up. The pt did not incur an injury, however, he had to have a double headring installation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.